Manufacturer narrative:
An abbott field service representative (fsr) was dispatched to the account and found the analyzer cuvette washer syringe block was loose due to backed out screws, which allowed the block to move up and down with the plungers. The fsr reconnected the syringe assembly to resolve the issue. The syringe assembly [syringe assy, wash solution part 7-93143-01] was considered the likely cause of the issue. The analyzer was returned to normal operation. Evaluation of the customer issue included a complaint text review, a search for similar complaints, device history review, instrument log review, instrument service review, and labeling review. No products were returned. No adverse trend was identified for the customer issue. Device history review did not identify any issues that may have caused the customer issue. Log review did not identify any issues that contributed to the customer issue. Service history review identified no contributing factors to the customer issue. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics evaluation, no systemic issue was identified and no product deficiency was found.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated carbon dioxide (bicarbonate) results while using architect c4000 analyzer. The following data was provided. The customer uses normal range 21 to 31 mmol/l. Initial 30.1 mmol/l, repeat 25 mmol/l. No impact to patient management was reported.